Event description:
Customer reported unexpected negative reactions with cell #1, fy (a+b+) of panocell-20, when testing the cell for qc of anti-fyb. Another fy (a+b+) cell was positive with the anti-fya.

Manufacturer narrative:
Testing was performed with selected fy (a+b+) and fy(b-) cells from retention panocell-20, lot 12854, including cell #1 [fy (a+b+) donor using two examples of anti-fyb and a 15 minute incubation at 37c. Cell #1 exhibited "rough" positive macroscopic and +w microscopic reactivity at the antiglobulin phase. All other fy(a+b+) cells exhibited 1+ to 2+ reactivity at the antiglobuling phase. Testing was performed with cell #1 and cell #3 [for fy (b-) reactivity] from retention panocell-20, lot 12854 using two examples of anti-fyb and a 30 minute incubation at 37c. Cell #1 exhibited 1+ reactivity with both antisera tested.